Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported ext high peak pressure, circuit occlusion and safety valve open alarms on the avea ventilator. The customer reported this was during pre-use in neonatal mode and there was a continuous alarm present. There was no patient involvement associated with this event.